Event description:
Per end-user the insert in the legs for the 9781 has come out, and it is not able to screw back in. Called tech and he tried and also was not able to get it back in, no notes in manual states that they can or can not be put back in. Referred end user to local dealer with part # 1116872. End-user stated he had the unit for about 1 1/2 yrs.